Event description:
New broviac central line placed this morning in operating room. Sterile line change with new IV fluids and tubing done at 1555. Baby assessed at 1720 with hands on cares. Baby transferred off panda to mother's arms for holding at 1745. About 1 min after baby settled in mom's arms, mom noticed a "disconnected tube" and notified rn. Lipid tubing noted to be broken off just distal to blue lipid filter and completely severed. Baby placed back in panda, broviac immediately clamped with proximal clamp. Blood noted to be backflowing up into lipid filter, but no blood loss apparent. Lipid infusion stopped, add'l nurses called for assistance, line held by rn and dr notified by phone. Add'l sterile line change complete per verbal order, external tug loop secured.